Event description:
Medtronic received a communication about the packaging integrity of an endotracheal tube. The customer reported that there was a hair in the tube. There was no patient involvement with this event.